Manufacturer narrative:
H.6. Investigation: three 3ml integra syringes in fully sealed blister packs from batch 8092763 (p/n 305283) were received and evaluated. One of the syringes was observed to have two small indentations near the middle of the barrel. The indentations were not significant enough to puncture the barrel and appeared to be cosmetic in nature with no effect to the form fit or function of the device, which was acceptable per product specification. A potential root cause for the damaged barrel defect is associated with the assembly process. Since the defects observed are within the acceptable limits, no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Event description:
It was reported that syringe integra 3ml ll leaked. The following information was provided by the initial reporter: "it was reported the medication leaked out of the barrel as if it was cracked. Per email: I am reaching out to you again, this time about an incident we had on one of our patient care units which involved a bd integra 3 ml syringe ref305283 that reportedly leaked while giving an im injection of clopixol depot . According to the nurse, "medication seeped from the middle of the barrel of the syringe¿as if cracked." The syringe info is: lot 8092763cav16 exp 2023/03/31 since this happened a couple weeks ago, I was able to find only 3 samples in case you needed to test them."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe integra 3 ml ll leaked. The following information was provided by the initial reporter: "it was reported the medication leaked out of the barrel as if it was cracked. Per email: I am reaching out to you again, this time about an incident we had on one of our patient care units which involved a bd integra 3 ml syringe ref 305283 that reportedly leaked while giving an im injection of clopixol depot . According to the nurse, "medication seeped from the middle of the barrel of the syringe¿as if cracked." The syringe info is: lot 8092763cav16, exp 2023/03/31. Since this happened a couple weeks ago, I was able to find only 3 samples in case you needed to test them."